Event description:
It was reported that after implanting the intraocular lens (iol) into the patients right eye, one week post-operative (op), the patient was not happy with her vision and complained of blurry vision. The iol was explanted and replaced with another johnson & johnson zcu225 lens (different model and higher diopter). There was no patient injury such as capsule tear. Reportedly, the patient is doing well. No one else can provide any further information, that is all the information they have.

Manufacturer narrative:
The intraocular lens (iol) is not returning for evaluation as it is discarded. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.